Manufacturer narrative:
Device is a combination product. (B)(4). Stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the proximal end of the stent was damaged and bunched in a distal direction. The maximum crimped stent profile measurement was within specification. The tip was visually and microscopically examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found no issues with the hypotube. A visual and tactile examination of the inner and outer lumen and midshaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11084. It was reported that stent damage occurred. During unpacking of a 2.25x24mm promus element plus stent, it was noted that the stent struts were sticking out. A 2.50x38mm promus element plus stent was then unpacked, but the stent struts were also sticking out. The procedure was completed with a non bsc stent. There were no patient complications reported.